Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 557mg/dl. The customer's blood glucose was treated with an insulin drip. The mother stated that the customer was throwing up and had high ketones before her admission. The caller mentioned that the insulin pump alarmed no delivery and motor error during bolus/basal delivery. Reviewed the alarm history and found the alarms. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm the no delivery and motor error alarms.